Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) was nearing elective replacement indicated (eri) after just eight months of implant time. The patient reported audible device tones.